Manufacturer narrative:
(B)(4). The 510(k): the rt200 is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for the similar product is k983112. Our complaint evaluation is currently in progress. We will provide a follow-up report upon completion of our investigation.

Manufacturer narrative:
(B)(4). The rt200 is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for the similar product is k983112. Narrative: the complaint breathing circuits were not available for investigation. Without the return of the complaint devices we are unable to confirm or determine the root cause of the reported fault. However, based on information provided by the customer, it is possible that the breathing circuits had damaged heater wire pins which prevented connection a heater wire adaptor. All breathing circuits are tested for connectivity and electrical continuity during production and those that fail are rejected. It is possible for the user to bend the heater wire pins during use if the heater wire adaptor is inserted into the heater wire plug on an angle. Damaged pins do not preclude ventilation of the patient, but prevent the heating of the gas delivered.

Event description:
A hospital in (B)(6) reported that three rt200 breathing circuits were faulty and could not be connected to heater wire adaptors. The reported connection issue was identified prior to patient use.

Event description:
A hospital in the (B)(6) reported that three rt200 breathing circuits were faulty and could not be connected to heater wire adaptors. The reported connection issue was identified prior to patient use.